Event description:
It was reported by the patient's family member that the patient is experiencing oxygen desaturation during the use of the life 2000 device combined with 8l oxygen bleed in from the patient's third-party vendor triology oxygen concentrator. It was reported that the patient's oxygen saturation level was not getting above 85%. No medical intervention was required, the patient was switched to his already prescribed oxygen via nasal cannula and the patient's oxygen saturation increased to 91% spo2 and eventually to 97% spo2. There were no device alarms, no kinks in the interface tubing, all connections were secure and there was no note of ball drop on the oxygen concentrator. They do report use of a bubble humidifier on the concentrator. The patient is remaining on oxygen via nasal cannula until an in-home visit by a respiratory clinician can be conducted to review equipment and device setup. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). The device IFU states always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required (the patient recovered at home by switching to the already prescribed oxygen therapy). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The ultimate cause of the reported drop in oxygen saturation is unknown, but likely multifactorial including the patient's underlying pulmonary pathology and possibly a system interaction/malfunction between the life2000 and third-party vendor concentrator. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.